Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two shocks. The physician noted that the patient has a history of heart problems but was uncertain if the shocks were necessary or if there was a misfire. Follow-up was attempted; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.